Manufacturer narrative:
(B)(4)

Event description:
The customer initially complained of high qc results for elecsys progesterone iii, elecsys estradiol iii assay, and elecsys hcg + beta test system (hcg+b) on a cobas e 411 immunoassay analyzer. While troubleshooting the issue, the customer stopped performing testing on the cobas e411 and sent patient samples to an outside laboratory. The customer found one result for hcg+b that was questionable compared to the result from the outside laboratory. The initial hcg+b result from the cobas e411 was 20 miu/ml. The hcg+b result from an outside laboratory was 98 miu/ml. The erroneous result was reported outside of the laboratory. A nurse did not believe the initial result and requested that the testing be repeated. The patient result from the outside laboratory was deemed to be correct. There was no adverse event. The hcg+b reagent lot was 259199 with an expiration date that was requested but not provided. The customer stated that the other assays on the system were running without issues. The customer did note that there were small bubbles in the syringes. The field engineering specialist (fes) found that the sipper/reagent probe was leaking. He replaced the affected tube assembly and replaced the sipper/reagent probe. The customer stated that the fes also replaced the measuring cell. Following the service activities, calibration and qc results were acceptable.